Manufacturer narrative:
Technical support instructed the accounts maintenance to inspect the motor circuit board. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the bed will run into reverse trendelenburg on its own. Maintenance cannot duplicate this issue.